Event description:
Dr. Has implanted 7 artelon implants and had to remove 4 for pain. The dates of removal are not known, but estimated to be over a year ago. These patients were described as being eaton stage 4 or "very end stage" according to dr in a phone interview 06/19/08. Dr. Used screws to fix the artelon in place and said that hardware failure was not apparent at the time of explant. Article no: artelon, not known whether they were standard or lg. Date of event: 2007 or earlier (surgeon has not implanted new cases in over a year).

Manufacturer narrative:
Explantation of cmc spacers in four out of seven patients, all with eaton stage IV preoperatively. This means that they all had concomitant arthritis of the st-t joint and a spacer in only the cmc joint is unlikely to give relief from the pain caused by the st-t arthritis. No products and lot numbers available for eval.